Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer reported that they received an erroneous result for one patient sample tested for troponin t stat (short turn around time). The sample initially resulted as 0.118 ng/ml accompanied by a data flag. The sample was repeated and resulted as 0.010< ng/ml accompanied by a data flag. The sample was repeated again and it resulted as 0.010< ng/ml accompanied by a data flag. The repeat value was believed to be correct. The patient was not adversely affected by the event. The troponin t stat reagent lot number was 16765901 with an expiration date of 04/30/2013. The field service representative was not able to duplicate the issue. He verified operation of the instrument and recommended to the customer that they move the location of their centrifuge as it was located just to the right side of the instrument. He ran performance testing and results were good.

Manufacturer narrative:
No specific root cause could be determined. The influence of the centrifuge, which was moved from the instrument after the event, as well as the influence of pre-analytics cannot be excluded as possible causes.